Event description:
It was reported that this right atrial (ra) lead presented an increase in its capture threshold measurements during the reposition of the associated right ventricular (rv) lead. During this procedure, this ra lead was repositioned and it remains in service, with no other issues reported. No adverse patient effects were reported.